Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was overdischarged due to the patient¿s compliance. The rep was trying a battery reset. A 60-minute reset was performed but it was reported that the issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2020. No further complications were reported/anticipated. Additional information received from the manufacturing representative (rep) indicated that the ins will not charge. They stated that 3- 60 second recharge attempts were made with no success. The rep noted that the physician and patient decided to replace the ins with a new one, however the replacement surgery has not been scheduled yet. No further complications were reported or anticipated.